Event description:
The daughter of a male patient contacted lifecor customer support to report that one of the locking tabs had broken off of the pt's battery pack. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack had a broken locking tab and would not charge. The cause of the battery not charging was due to a broken white wire on the board. The white wire connects the cells to the board. The root cause of the broken wire was a manufacturing assembly error. The connector of the battery pack was not glue into the case which allowed the cells to move within the case and place stress on this wire. The wire was replaced. The battery pack was retested and restocked. The assembler who created this battery pack is no longer with lifecor. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.